Event description:
Information received that the bed head will not raise electrically or hydraulically. No injury reported.

Manufacturer narrative:
Bed located in bed repair shop. Technician found the head of bed will not raise electrically or hydraulically. Isolated issue to failed head up solenoid valve. Replaced the solenoid valve to resolve the issue.